Event description:
**Update** - medical records received(B)(4) 2013. Revision operative report indicates the following: pain and popping; small amount of corrosion on the trunnion and inside the morse taper. Adapter sleeve, femoral stem and femoral stem sleeve added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Litigation alleges patient had increasing pain which continued to worsen considerably and significantly impaired ability to perform normal daily activities; excessive levels of chromium and cobalt; and MRI showing mild bone re-absorption adjacent to the acetabular roof resulted in pain after asr hip implant.